Event description:
On (B)(6) 2013, the patient's mother contacted animas and stated the patient's blood glucose (bg) had been rising yesterday, up to 350 mg/dl with no symptoms. During the night. Mom reports they found the pump was off. Mom states they changed battery and the pump powered on as normal, with time/date correct. Review of alarm history indicates patient did not receive a low battery alarm. Patient began using pump at beginning of (B)(6), there are no low battery alarms in history. A replace battery alarm was emitted (B)(6) 2013 at 2:42 a.m. Customer support (cs) advised mother to put patient on an alternate delivery plan until a new pump arrives. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. No defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.